Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The nurse reported a blood glucose reading of 486 mg/dl during the phone call. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and the self tests. Recommended a different infusion set for the customer as he may be using the wrong one for his body type. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.